Event description:
It was reported by service report that the top rail was broken and it was not able to lock in the upright position. It is unknown if there was patient involvement or if there were adverse consequences to report.